Event description:
It was reported that during a coronary stent procedure, the wire became caught on the stent while attempting to dilate a side branch. The wire was removed and 1-2cm of the polymer coating came off and remains in the pt. Pt status is listed as "fine".